Event description:
During the index procedure, two endeavor sprint drug-eluting stents were implanted; one in the lad and one in the lcx. Approximately 26 months post index procedure, cardiac death occurred.

Event description:
Investigator indicated that the death was not related to the study device. Cause of death is reported as renal failure.

Manufacturer narrative:
Evaluation, results and conclusions: inherent risk of procedure - (death). (B)(4).